Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) level was 580 mg/dl and a manual injection was administered to address the bg level. Reportedly, the customer reverted to manual injections for insulin therapy.